Event description:
This is filed to report the inability to remove the lock line. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade with a grade of 4. A pigtail catheter was first placed in the left ventricle per hospital standard procedure to be able to measure left ventricular pressure during the procedure . An ntw clip (11115r261) was then successfully placed central on a2/p2. Lateral mr remained so a nt clip (11118r268) was prepared. The clip grasped the leaflets successfully with a good reduction in mr with a pressure gradient of 5mmhg. During deployment, the lock line was removed 100 cm before it became stuck and could not be pulled any more. The clip was still able to be opened so the physician inverted the clip and removed it from the patient without issue. The decision was made not to implant another clip and the physician then attempted to remove the pigtail catheter from the left ventricle. However, while removing the pigtail catheter the ntw clip was pulled off the valve. Due to the poor echo imaging during the procedure, the physician did not realize that they grasped the pigtail and the leaflet together when implanting the ntw clip. Both the pigtail catheter and ntw clip were attempted to be removed from the patient but they became stuck in the calcification in the femoral vein. The patient then was sent to vascular surgery to have the devices removed. There was no leaflet or tissue damage noted. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated and the reported mechanical jam of an inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported mechanical jam of inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot in the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.